Manufacturer narrative:
Additional data: h6 - work order search: no similar complaint was reported for units within the same lot. Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -09.00/+1.0/128 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vaulting and refractive surprise. The lens was replaced with a shorter lens (implanted vertically) and the problem was resolved. The cause of the event was unknown. Claim # (B)(4).

Manufacturer narrative:
Additional information: h3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris throughout the lens. Visual inspection found the haptic torn with residue/debris throughout the lens. Dimensional and functional inspection found the lens to be within specification. Claim#: (B)(4).

Manufacturer narrative:
Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -09.00/+1.0/128 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vaulting. The lens was replaced with a shorter lens (implanted vertically) and the problem was resolved. The cause of the event was unknown.